Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Information indicated by medtronic that the insulin pump was under delivering. Customer experienced high blood glucose. Customer¿s blood glucose was 30 mmol/l and 27.4 mmol/l. The customer treated high blood glucose with the manual injection. Customer stated that the reason for under delivery was their blood glucose was not going down until injection. The reservoir will not be returned for analysis.